Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels. However, the exact value was not provided. In addition, reportedly, the customer went to the emergency room (ER) due to a seizure experienced from low bg levels. The customer ended the call and no additional information was provided. Multiple follow up attempts were made; however, the customer did not respond.